Event description:
Philips received a complaint on an earlyvue vs30 indicating that the device was not showing accurate or consistent nibp readings. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
The field service engineer (fse) went onsite and spoked with the nurse, who reported intermittent issues with obtaining accurate blood pressure readings. The fse tested the device. Found that the nibp cuff needed to be replaced. During testing, it was found that replacing the nibp cuff resolved the issue. All tests passed with the new cuff, and the device is now operating as expected. Fse advised nurse to change cuff as philips does not supply consumables. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty nibp cuff. The issue was resolved by replacing the nibp cuff. All tests passed with the new cuff, and the device is now operating as expected. Fse advised nurse to change cuff as philips does not supply consumables